Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The diameter of the proximal non-aneurysmal aortic neck was 21 mm, and the aneurysm length was 140 mm. Vessel morphology was reported to be not tortuous with moderate calcification. The pt has a history of coronary artery disease and peripheral vascular disease. It was reported that angiography demonstrated a narrowing of the stent graft at the level of the aortic bifurcation. A 12 mm x 4 cm angioplasty balloon was used to dilate the narrowing. It was also reported that the aorta was dissected as the physician was dilating the common iliac arteries bilaterally. Final angiography demonstrated a type ii endoleak filling into the aortic dissection. The pt's blood pressure was unstable, and the endoleak could not be resolved using endovascular techniques; therefore, the pt was converted to open surgical aneurysm repair. No clinical sequelae were reported, and the pt is reported to be fine.